Event description:
Subsequent to filing of the initial medwatch report, additional information was received. The tear in the vessel wall was treated by manual compression. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: device not returned. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of vascular injury (tissue damage) is listed in the proglide instructions for use (IFU) as a potential adverse event of use of the device. It should be noted that the deployment sequence in the proglide IFU states: perform a femoral angiogram to verify the location of the puncture site. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other additional proglide referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional percutaneous transluminal angioplasty. A femoral angiogram was not performed. Reportedly, the whole suture with the knot was torn through the vessel wall and came out of the patient anatomy. There was tissue damage to the artery. A second proglide device was used with the same results. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.